Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned therapy cable failed inspection for wire damage. The service error code indicates an interruption with the monitor to therapy cable communication during device power up due to a physically damaged therapy cable. Cable damage/breakage due to field stress and usage is anticipated as an occasional occurrence. Will continue to trend for future occurrences.

Event description:
Patient reported unresolved service error code. Wcd role in the event is pending evaluation of to-be-returned device.